Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on the display window, a cracked case at the display window corners and cracked battery tube threads.

Event description:
It was reported that the customer experienced high blood glucose levels and that she was not able to receive any insulin from the bolus delivery. The customer's blood glucose was 225 mg/dl. Troubleshooting was done. The customer expressed dry mouth and not feeling well as symptoms of her high blood glucose levels. The customer treated herself with insulin pump therapy. The customer stated that she had received two no delivery alarms upon looking at the alarm history of the insulin pump. Advised customer to change the entire infusion set, reservoir, and insulin and then treat per healthcare provider's instructions. The customer also mentioned having bumps under the skin where the infusion set's adhesive was. Advised that the insulin pump was functioning as designed. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.